Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was retained for six months already and would not be retrieved by double balloon and they do not want a surgery and they were getting twice yearly x-ray to monitor.